Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected a pairing test was performed and passed. The reported event of unrecoverable loss of antenna passed threshold could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 09/28/2016, that on (B)(6) 2016, the receiver displayed an unrecoverable loss of antenna passed the threshold. No additional patient or event information is available.